Event description:
A number 5 french cone tipped catheter was inserted into the right ureteral orifice without any difficulty next to the right ureteral catheter. The open end of the ureteral catheter was removed leaving the cone tip catheter in place. An attempt was made to advance a guidewire through the cone tip catheter up the ureter, but due to the tortuosity, the wire would not advance readily. The cone tip catheter was advanced to the level of the upj (ureteropelvic junction), and the guidewire was then able to be advanced to the right renal pelvis without difficulty. The cone tip catheter was removed. A number 6, 26 double-j ureteral stent was then advanced over the guidewire into the right ureter without difficulty. Upon advancement of the double-j stent under fluoroscopy, it appeared that the tip of the cone tip catheter had broken off as it was being removed. The stent was advanced into the renal pelvis and the tip remained there. The tip was left in place.